Manufacturer narrative:
Device inspected and no abnormal findings identified. Warnings in labeling already include the following statement: each patient should be monitored closely during the entire device therapy period in order to detect the development of possible complications. Patients should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, esophageal injury, and other possible complications that could occur, and should be advised to contact their physician if these symptoms worsen over time or persist for more than 24 hours.

Event description:
Patient reported vomiting 1-3 times per day approximately 30 days after placement of third balloon for 10 days. Contacted dr. To communicate discomfort on evening of 10th day. Dr. Felt that the patient must have been mild to moderately dehydrated due to frequency and length of vomiting. Endoscopy suite was closed for evening so admitted to hospital for rehydration and removal the following morning. No chemistry was obtained. After hydration all chemistry values in normal range, early morning of the day of scheduled removal.